Manufacturer narrative:
Beckman coulter complaint handling unit performed review of the reaction monitors. There is no evidence of sample dispensing, reagent dispensing/mixing or photometric issue. The reaction profiles are as expected. There was no report of sample integrity. Only one (1) patient sample was affected by this event. There is evidence of a reagent malfunction as discrepant results were obtained with creatinine osr6178 application. This is a patient specific issue. The batch history records were reviewed for osr6178 lot 2599. The batch passed all quality control (qc) release specifications. A complaint search was performed. No other complaint has been logged for osr6178 lot 2599; therefore, this issue is not creatinine lot specific issue. The discrepancy in results is most likely cause by an unknown interference. The patient medication history was requested which indicated the patient was treated with furosemide (20 mg per day), bisoprolol, lercanidipine, alprazolam and previscan. Per young, d.s., effects of drugs on clinical laboratory tests, aacc press, 5th edition 2000: bisoprolol, lercanidipine, alprazolam and previscan and low doses of furosemide (<30 mg/dl) are not reported to have any analytical effect on the creatinine osr6178 (colorometric method). Based on the information provided, the interferent could not be conclusively identified. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of a false low creatinine result for one (1) patient sample on the au5800 clinical chemistry analyzer. The erroneous patient result was reported outside the lab. Due to the false low creatinine patient result, the patient was scanned and received an intravenous injection of iodine contrast agent. There was no adverse effect to the patient.